Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra valve. During the procedure, the valve was successfully deployed at a 90/10 (aortic/ventricular) position. Moderate paravalvular leak (pvl) was observed on angiogram and a decision was made to post-dilate the valve. As the 20 mm commander delivery system was being advanced through the valve to post-dilate it with additional volume, the valve embolized ventricular. The valve appeared to be anchored and there was no reported difficulty experienced when the delivery system was being advanced through the valve. Wire position was maintained and the delivery system balloon was inflated inside the valve frame. The valve was pulled back out into the ascending aorta and brought around to the descending aorta. A decision was then made to implant a 23 mm sapien 3 ultra valve. A 23 mm commander delivery system was prepared along with a 23 mm sapien 3 ultra valve with one less cc of volume. The valve was advanced and deployed at an 85/15 (aortic/ventricular) position. On angiogram, there was trivial leak. The 23 mm commander delivery system was subsequently used to post-dilate the 20 mm sapien 3 ultra valve that was in the descending aorta. A descending aorta angiogram was performed and no dissection was noted. The patient remained stable throughout the procedure.